Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that, approximately 6 months ago (exact date not recalled by the patient), an expired pod was removed from the leg which bled heavily. During pod wear the device function as intended and caused no pain or irritation. As the patient could not stop the bleeding they were taken to the emergency room by their neighbours. The healthcare professions applied pressure dressings and discharged the patient. This treatment was not successful in stopping the bleeding therefore, after an unspecified length of time, the patient returned to the emergency department. Ultimately a blood coagulating injection was administered per a surgeon's order, which stopped the bleeding. The patient was discharged after 16 hours. The pod was discarded.